Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to h2, h6, and h11. The device was not returned to olympus for inspection, therefore, the reportable malfunction could not be confirmed. Based on the results of the investigation, the root cause of the reported event could not be specified as there was no product returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope's monitor went into blackout and error b30 scope communcation error occurred. The event occurred during an unspecified procedure. There were no reports of patient harm.